Event description:
The facility reported a pump with "channel does not open." It is unknown when the event occurred. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "channel will not open" was confirmed product evaluation. Inspection of this pump revealed the condition was caused by a defective pump head module (phm) keypad. To correct this condition, the phm keypad was replaced. The pump was retested and returned to the customer within specification. This issue is currently being investigated under CAPA.